Manufacturer narrative:
(B)(4). The device has been requested to be sent to bbm laboratory in (B)(4) for investigation. A follow-up report will be provided when the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by a distributor in (B)(4)): undesired bolus: one of our customer reported that following each insertion of a noradrenaline syringe into space perfusor, as the syringe pump handle closes it gives an undesired small bolus. This can be seen as the cardiac parameters changes on the monitor. Since it happens with all the space perfusors, they actually know already not to start the infusion immediately, but to wait following each syringe insertion until the parameters balance, and only then start the infusion. No harm to the patient, but even though this is an unwanted phenomenon.

Manufacturer narrative:
(B)(4). Due to the missing sample no examination was possible. The complaint is filed for statistical purposes.